Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular [rv] lead had small r waves and low impedance measurements. The rv lead was reprogrammed and changed from bipolar pacing configuration to unipolar pacing configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.